Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, episodes of noise and oversensing due to myopotentials resulting in automatic mode switch were observed. Provocative testing was performed and the lead noise was reproduced. No further intervention was performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Additional information: b5, h6.

Event description:
Additional information was received indicating that the physician suspected the event was caused by insulation damage, however, this has not been confirmed. The patient was stable and will continued to be monitored.